Event description:
On (B)(6) 2023, patient attended regularly scheduled in-center dialysis treatment. Pre vital signs bp-149/82, pulse-101, respiration-21, temperature - 97.8. At approx 0954 dialysis was initiated with a use of nipro cellentia 21h dialyzer as prescribed. Within a minute patient complained of shortness of breath. Treatment ended, patient given diphenhydramine 50 mg ivp(intravenous push). Patient developed slurred speech and right facial droop. 911 called, patient transported to hospital via ems(emergency medical services) and later released. Pt returned to facility (B)(6) 2023, treated on optiflux 180nr dialyzer without incident. Nipro cellentia 21 added as allergy.